Manufacturer narrative:
Lead: model 3778-60, lot# v183851001, implanted: (B)(6) 2009, explanted: unk. Lead: model 3778-60, lot# v208238001, implanted: (B)(6) 2009, explanted: unk. Lead: model 387445, lot# v138407, implanted: (B)(6) 2009, explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4).

Event description:
Telemetry issues and neurostimulator overdischarge were reported. The patient did three physician-mode-recharges last night which resulted in an informational power-on-rest (por). The patient did not recharge fully, and the next morning her neurostimulator was back in overdischarge. Antenna locate feature was unsuccessful. The patient reported an overstimulation sensation. The patient was sleeping while recharging after physician-mode-recharge, when she woke up and noticed the "temperature too hot" icon on the recharger and noticed stimulation coming on, which was painful. The patient did not push any buttons on the recharger and a por was displayed. It was unclear if the por was a warning por or an informational por. Manufacturer patient services suggested pushing the audio key then holding down the start charge button, this action stopped the overstim. The neurostimulator was off, but a por warning was still displayed. The por was cleared on (B)(6) 2011 and stimulation was re-established to the patient's satisfaction.